Manufacturer narrative:
(B)(4).

Event description:
The pump alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring; the patient had their pump stopped due to an unspecified catheter issue. The pump log showed the tube set message. The catheter was being revised on (B)(6) 2010. Additional information has been requested a follow-up report will be sent if additional information becomes available.